Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use was about 2 weeks ago the patient¿s pump started beeping and the patient wanted to know if there was reason for concern. The patient¿s pain management physician had told the patient the pump did not need attention for several more years since it was on a maintenance setting. Additional information received from a consumer reported that the pain pump was malfunctioning. He tried to make an appointment with the health care provider (hcp), and he was refused an appointment even though he had insurance. The pump had been malfunctioning for quite some time. The drug, indication for use, device information, the circumstances of the pump being, patient symptoms, interventions and outcome not reported. Further follow-up was being conducted to obtain information. Drug information, the patient¿s medical history, the timeline of this event, device information, actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.